Manufacturer narrative:
Additional information in g4, h6. Investigation results: it was reported that during the procedure, the cup could not be connected with the polarcup shell positioner even though the instruction were followed according to the report, it is assumed that the threads on the positioner were damaged. The surgery was completed with a changed surgical technique. With this procedure, an unknown femoral head aarau was reported, it is not related to the reported failure.

Event description:
It was reported to fall off impactor after following the proper instructions. The head doesn't mate to the introducer correctly and the threads could be damaged on the impactor. It is not known if all these problems occurred during the same procedure and where (inside or outside of the patient). Surgery was completed changing the surgical technique.